Manufacturer narrative:
Batch review performed on 02 october 2018. Lot 180312: 120 items manufactured and released on 03 october 2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, 102 items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 reference: 02.07.0034rp. Lot 180312: 120 items manufactured and released on 03 october 2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, 102 items of the same lot have been already sold without any similar reported event.

Event description:
About 1 month after primary the surgeon revised the patient knee for patella dislocation. The surgeon revised the femur component which allowed the patella to relocate and track properly.